Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a crt implantation procedure the patient suffered a tamponade from a perforation in the non-tortuous, no n-calcified coronary sinus (cs). The lesion was not pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used. The rv lead and ra lead were successfully positioned. All measurements were within the normal range. The cs cat heter was flushed and adequately prepared. A 0.035" non-medtronic wire, a 6250vi-mp catheter and an al1, 6f guiding catheter were advanced to the cs. The cs was probed with the wire and the al1, and the 6250vi-mp catheter was introduced over the wire. Contrast medium was injected to confirm the positioning. The 6215 balloon catheter was then introduced to visualize the cs. The 6215 balloon catheter was flushed and advanced using a cougar xt guidewire over the existing cs catheter. The cougar guidewire was inspected before use and prepped per IFU with no issues. The wire tip was not formed by the physician. After advancing the 6215 balloon catheter, the cougar xt guidewire was removed, and the 6215 balloon was inflated after positioning was confirmed with contrast medium. A cs visualization was performed in anterior-posterior (ap) and repeated in left anterior oblique (lao). The patient then complained of chest discomfort, and an echocardiogram was immediately performed. A significant drop in blood pressure was observed and a tamponade was detected. The patient suffered an intraoperative dissection of the cs. The heart team and reanimation (rea) took over the procedure. Surgical and medical intervention was required. The tamponade was treated with pericardial puncture. The physician did not assess that the tamponade event was directly related to the use of the cougar guidewire device. The patient is currently in the intensive care unit.